Event description:
Information received indicates that during ECMO support the oxygenator leaked blood from the bottom of the unit. The device was replaced; the change out took approximaely 45 minutes. The hcp indicated no patient consequence from the event other than reported blood loss. No subsequent patient complication was noted. No other event information has been provided.

Manufacturer narrative:
An exact cause for the event has not been determined. The unit as returned is bloody and two, deep dent marks are noted on the product's outer wrap. One of the dents appears to have pierced the outer wrap and punctured the unit the product was decontaminated and run with water; the analysis confirms the reason for return. The results of mechanical tests show a leak detected between the outer wrap and the end caps of the device. Destructive analysis reveals a large split noted within the silicone sleeve component (barrier); the split extends the entire length of the sleeve. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. No nonconformance or deviations related to the event were noted; the unit met all release requirements. Although requested no additonal information has been received (product service life prior to change out, or the blood loss amount). No subsequent patient complication has been reported. Device evaluation confirms the reported product problem; we are unable to determine an exact cause for the damage seen, but it likely occurred after the unit left medtronic's control.